Manufacturer narrative:
While onsite at the customer, the fse cross checked the device with a standby camera head and still had no image and an e222 error code. The processor was turning on; however, only red/green/blue lines were coming through. The fse cross checked the camera head with a standby processor and the camera worked fine. The issue with the subject device was not resolved. The device was returned to olympus for evaluation. The device evaluation found no image from the processor due to a defective receptacle assembly and receiver module; corrosion was found on the pins of the receptacle assembly and the receiver module. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported (on behalf of the customer) that the visera 4k uhd camera control unit had no image and an e222 error code occurred when the camera head was connected with the processor. The issue occurred during maintenance and there was no procedure involved. There were no reports of patient harm or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty receptacle module could not be determined. Olympus will continue to monitor field performance for this device.